Event description:
Customer reported the system would not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, reseated the pcbs, and adjusted the generator lock voltage to 2.20vdc. System operates as intended.